Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Visual and microscopical inspection of the pump identified the kink resistant tubing (krt) was worn down to filament. The outer layer of the bulb was worn, result of wear against the pump krt junction; however, no leaks were found. The pump had a scale patter on the outer surface of the pump block and bulb. The cylinders were visually and microscopically inspected. Both cylinders had wear at folds in the proximal ends of the cylinder bodies and a scale-like pattern on the outer surface in the distal portion. The first cylinder had holes which led to leaks. It also presented a detached outer tube and detached broken fabric threads in the proximal cylinder body result of sharp instrument damage. The second cylinder had a leak at a fold and another leak in the cylinder body result of sharp instrument damage consistent with explant. The cylinders were not pressure tested due to the identified leaks. Based on the information available and analysis results, the leaks identified in the cylinders could have caused or contributed to the reported clinical observation of mechanical issues as the ipp would not not be functional after the system fluid was lost.

Event description:
It was reported that an inflatable penile prosthesis (ipp) revision surgery was performed due to the patient not being able to use the ipp. It had initially been erroneously reported that the patient was incontinent, but was later confirmed that was not the case. There were no patient complications reported.

Event description:
It was reported that an inflatable penile prosthesis (ipp) revision surgery was performed due to the patient not being able to use the ipp. It had initially been erroneously reported that the patient was incontinent, but was later confirmed that was not the case. There were no patient complications reported.

Event description:
It was reported that an inflatable penile prosthesis (ipp) revision surgery was requested due to the patient not being able to use the ipp. It had initially been erroneously reported that the patient was incontinent, but was later confirmed that was not the case. No confirmation was received that the revision was performed, but the device has been returned so it is assumed that surgical intervention took place. There were no patient complications reported.

Manufacturer narrative:
Correction of fields b1 adverse event/product problem b2 outcomes attrib to adv event b5 describe event or problem h6 patient codes h6 impact codes h6 device codes and h6 evaluation conclusion codes due to information received on 17dec2021.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) revision surgery was performed due to incontinence. There were no further patient adverse events.

Manufacturer narrative:
Correction of fields b1 adverse event/product problem b2 outcomes attrib to adv event b5 describe event or problem h1type of reportable event due to information received on 21feb2022. Investigation summary: based on the information available, the cause that contributed to the reported mechanical anomaly cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) revision surgery was requested due to the patient not being able to use the ipp. It had initially been erroneously reported that the patient was incontinent, but was later confirmed that was not the case. There were no patient complications reported.